Event description:
Labels were incorrectly applied to the poly insert pouches. The pouch labeled as 8mm poly insert contained the 6mm insert and the pouch labeled 6mm poly insert contained the 8mm poly insert.

Manufacturer narrative:
Labels were incorrectly applied to the poly insert pouches. The pouch labeled as 8mm poly insert contained the 6mm insert and the pouch labeled 6mm poly insert contained the 8mm poly insert. The correct poly inserts were provided. The surgery was completed successfully. Review of the device history record indicates that the device was manufactured to specification. Label retains indicate that the correct poly insert labels were present. It appears that the labels were applied to the wrong pouches within the product kit.